Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ls stopper was damaged. The following information was provided by the initial reporter: this is a report about a damaged stopper. According to the customer's report, the stopper was placed in a slanting position (damaged stopper).

Event description:
It was reported that syringe 3ml ls stopper was damaged. The following information was provided by the initial reporter: this is a report about a damaged stopper. According to the customer's report, the stopper was placed in a slanting position (damaged stopper).

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/23/2021. H.6. Investigation: two photos and one sample were received by our quality team for evaluation. After visual inspection, the plunger was observed to be dent and no damage was observed on the stopper. A device history record review found no non-conformances associated with this issue during production of this batch. The plunger was observed to be bent at the thumb press area. The plunger could have bent at the assembly machine. At the syringe assembly process, there is an exerciser dial sliding block to press down the plunger to the barrel. The possible root cause could be that the exerciser dial sliding block malfunctioned and the plunger was not fully pressed down resulting in it hitting against the hold down guide and leading to the bent plunger. H3 other text : see h.10